Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the "clip" of a clearlink secondary medication set failed to stop the flow within the set. The reporter stated that the "clip did not hold the fluid back and there was a free flow situation within the line of the set¿. This resulted in a loss of an unknown medication, though there was no leak "outside of the container". It is unknown if there was patient involvement. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.